Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer miscalculated the amount of carbohydrates consumed and delivered too small of a bolus. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.